Event description:
Information received from the field does not address the patient's clinical status but notes that when a magnet response could not be obtained during a transtelephonic check, the patient went to the emergency room where emergency personnel also could not get a magnet response. Therefore, the device was replaced.